Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2017 due to hyperglycemia and ruptured appendix. The customer blood glucose levels at the time of incident was 29 mmol/l. The customer reported that the current blood glucose levels was 10.2 mmol/l. Customer reported symptoms related to the customer's high blood glucose levels included nausea and vomiting. The customer reported that they treated high blood glucose with insulin pump. The customer reported that they were wearing the insulin pump at the time of hospitalization. The customer reported that they have experienced issues related to cannula and reservoirs. Troubleshooting was not done on the insulin pump at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.